Event description:
On 5/17/2022, it was reported by a sales representative via email that an ar-3652sp fibertak rc suture anchor, white/black, and an ar-3652tsp fibertak rc suture anchor, blue, sliding suture tapes would not slide to be removed. While the surgeon was trying to get the tapes to slide, the anchors pulled out of implantation site. This was discovered during an rcr procedure on (B)(6) 2022.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).